Manufacturer narrative:
The product identity was confirmed in the evaluation. The device history records was reviewed and no non-conformance that would cause or contribute to the reported event was identified. The tensioner, band, and plate assembly that was used in the xiphoid were returned for evaluation. The band is locked into the thumb cam on one end and is fractured below the tensioner on the other end. The cam of the locking mechanism has not been turned to lock the band. The surgeon was on step 2 when the failure occurred. This step applies tension on the band and brings the sternal halves together. The sem analysis showed a ¿ductile rupture resulting from fast fracture of the band (overload fracture).¿ the band has to be fed around the sternum carefully. If the band is excessively kinked (deformed), twisted, or dented, it could weaken the band. The complaint that the band broke was confirmed as the returned band is fractured. The most likely underlying cause was determined to be damage to the band while feeding it around the sternum. The instructions for use state, ¿sharp angles and small bending radii must be avoided to reduce the risk of bone plate breakage. Sharp angles must be avoided to reduce the risk of band failure or reduction in locking strength. The bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage which may include dents or deformed screw holes. These defects can lead to breakage of the implant.¿

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the surgeon successfully used the first two towers and secured the bands in the first sternalock 360 system. However, when the surgeon was on the third tower from the system near the xiphoid and on step two, the band sheered. It is reported this was due to the over tightening of the band. It is reported that a second system was opened and a tower from that system was used to complete the procedure. It is reported the event caused a delay of less than five minutes while the already sterilized system was opened and used to fixate without issue. It is reported there was no injury to the patient as a result of the event. It is reported the patient is healing well.